Event description:
Pt to or 5/15/97 for ventral hernia repair with placement of gortex graft. Pt returned to or 5/16/97 for emerg. Lap. Per me note: "upon opening the gortex there was noted to be an inflammatory reaction with exudative fluid but no frank pus. The graft was removed. Pt. Discharged 5/19/95.